Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil detachment handle (detachment handle). Upon removal from the packaging, the tip of the detachment handle was found broken and separated from the rest of the handle and was not used. The procedure successfully continued using a new detachment handle.